Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 319 mg/dl and 121 mg/dl; 345 mg/dl, 123 mg/dl, and 121 mg/dl. The comparisons were done on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, test strips have been discarded; replacement was sent.